Manufacturer narrative:
The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Comparisons of the clinical outcomes of centurion active fluid system with a low iop setting and gravity fluid system with a normal iop setting for cataract patients with low corneal endothelial cell density. Yinan liu, jing hong, xiaoyong chen. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical study of comparing active fluidics group and gravity fluidics group revealed that post operatively there was a difference in the corneal endothelial cell loss rate between the active-fluidics group and gravity fluidics groups. Patients aged 60 to 85 years old with senile cataracts and a decrease in the corneal endothelial cell density (ecd) were selected and randomly divided into the afs group and the gfs group. Forty eyes of the afs group and 32 eyes of the gfs group were enrolled. Post surgery, the patient pain level graded by nrs showed significant differences between groups, indicating higher pain levels of the gfs group (p<0.0001). Change in cct at 1-day visit and loss rate of ecd at 1-month visit of the gfs group were found to be significantly higher than the afs group for both subgroups. These were observed within 1-month follow-up. Topical eye drops of 0.3% levofloxacin, 1.0% prednisolone acetate and 0.1% diclofenac sodium were used for 1 month post-operatively. The corneal endothelial cell loss rate in the active-fluidics group was significantly lower than that in the gravity-fluidics group.